Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: craniotome devices. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device experiencing vibration, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing of the motor device was worn, and the cord was damaged. It was further observed that the device experienced vibration, displayed an e2 error code indicating handpiece lock engaged, and the labeling had an illegible etch. It was further determined that the device failed pretest for visual assessments, safety assessment and air pump assessment. It was noted in the service order that during pre-surgery, while checking the craniotome devices it was discovered that the headpiece did not work properly. It was reported that the device was replaced prior to the surgery. It was not reported if there were any delays in the surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.